Manufacturer narrative:
(B)(6). The sheared thread of the screw was returned on september 18, 2015. Due to the extremely small size of the fragment, it could not be located after the decontamination process and, therefore, was never returned to the investigation site. Due to the extremely small size of the fragment, it could not be located after the decontamination process. As a result, no evaluation could be performed as it was not returned to the investigation site. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Lost following decontamination.

Event description:
Correction: pre-drilling took place with a 1.4mm x 6mm drill bit. The screw remained in-situ, but the sheared metal thread was retrieved.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not provided by reporter. Uncertain if reported screw was defective during or prior to surgery on (B)(6) 2015. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon inserted a 1.85 mm x 6 mm matrix orthognathic screw into the maxilla after pre-drilling with a 1.4 mx 6 m drill bit upon tightening of screw it was noticed that material from the screw had been shaved off (thickness of a hair). Screw left in and surgery was completed. This report is 1 of 1 for (B)(4).